Event description:
Implant fracture.

Manufacturer narrative:
Implant region 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant and patient related bruxism.

Event description:
Implant fracture.